Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the lead exhibited out of range high bipolar impedance suggesting that the lead was not inserted all the way in the header of the implantable pulse generator (ipg). A connection issue was suspected. The device remains in use. No patient complications have been reported as a result of this event.